Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt has been having difficulty with his pump. The pt is moving for possible intra-aortic balloon pump and inotropes due to difficulty in the past with the lvad pump. Log files were reviewed and no unusual alarms were noted. A decision was made to exchange the lvad pump with another lvad pump on (B)(6) 2013.

Manufacturer narrative:
The explanted device was returned to the MFR for eval. The report of suspected thrombus was confirmed based on eval. The pump was returned with the percutaneous lead severed approx 12" from the pump housing and the severed portion of lead was returned. The inflow conduit and the outflow graft were not returned for eval. Examination of the disassembled pump revealed a denatured thrombus formation surrounding the inlet bearing bail which appeared to have formed in laminated layers over an undetermined amount of time while the pump was operating. A large, flat deposition was also present on the body of the rotor, situated between two of the rotor blades and occluding the blood flow path. This deposition had similar structure to the formation on the inlet bearing. A non-laminated, denatured deposition was also present in the outlet stator, surrounding the bearing ball and occluding the blood flow path. The observed depositions would have caused resistance on the spinning rotor, resulting in elevated powers and potentially interruption in pump function or reduction in vad support. The returned sections of lead were tested for electrical continuity and passed. The pump bearings, rotor and blood contacting surfaces were examined under a microscope and no anomalies were observed. The pump was cleaned, reassembled, and functionally tested under normal operating conditions and the pump operated as intended during all testing. The data from all testing revealed normal pump power consumption comparable to the pump power consumption recorded at the time the pump was manufactured. In addition system controller serial number (B)(4) was returned for eval. The returned system controller was functionally tested using the equipment in the MFR's lab and was found to function as intended, even when the cables were maneuvered. The white and back power leads were independently disconnected, and the system continued to operate properly. No further info is available. The MFR is closing its file on this event.